Event description:
The customer reported the system failed to operate during a pt procedure. No report of patient injury.

Manufacturer narrative:
The repairs on this system were not disclosed. However, no reports of pt and or staff injuries.